Manufacturer narrative:
The subject device was returned, as noted in b5, the image failures were noted. A definitive root cause could not be identified. However, based on the results of the investigation and the condition of the returned device, it is believed that prolonged fatigue ultimately leading to component failure caused the reported malfunction. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
It was discovered during the device evaluation that the olympus gastrointestinal videoscope was producing an intermittent image, and then no image at all. This event had no patient involvement.